Event description:
During attempted treatment of a chronic total occlusion in an unknown vessel, an outback catheter was introduced over a stabilizer plus guidewire. While deploying the needle of the outback, the tip of the guidewire unraveled and the wire was pushed back into the outback. The outback and wire were retrieved without further difficulty. The procedure was successfully completed with another outback and guidewire. The guidewire was noted to have unraveled, but did not fracture or separate. Additional pt and procedural details have been requested, but have not been forthcoming as yet. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.